Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that the lens was observed cut in two parts. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut/ripped due to lens removal process. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected in the lens optic body. The reported issue of iol ripped (torn) was considered verified. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. During manufacturing process, all lenses are inspected under magnification. There were no associated deviation or non-conformity report found in the manufacturing record review related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on returned device analysis, manufacturing record review and labeling review, no product deficiency was identified. Concomitant medical products: initial report was inadvertently missing concomitant product. Added cartridge, 1mtec30/lot#ca00443 as concomitant product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an optical part of a zcb00 intraocular lens (iol) was ripped when it was injected with a 1mtec30 cartridge. Reportedly, iol broke during injection and the lens opened broken into the eye. There was no patient injury due to the broken lens. Reportedly, cartridge appears to be very tight for the iol. The iol was removed and replaced with another lens. Reportedly, the patient is satisfied with the current vision. No further information was provided.